Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: (B)(4).

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil) and a penumbra smart coil detachment handle (handle). During the procedure, upon attempting to detach the smart coil, the pusher assembly broke off and was stuck in the handle. It was reported that although the pusher assembly broke, the coil did not detach. Therefore, the physician removed the smart coil by pulling it out. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil confirmed that the proximal end of the pusher assembly with the pet lock and the pull wire was fractured off. If the pusher assembly is mishandled at an extreme angle while its proximal end is inside the handle, the pusher assembly may become kinked and subsequently may fracture. Fractured proximal segment was not returned for evaluation. Further evaluation of the device also confirmed that the embolization coil was not detached from the pusher assembly and revealed that the pull wire was within the pusher assembly ddt. The kinked pusher assembly likely pinned the pull wire within the hypotube and prevented the pull wire from being retracted out of the ddt. If the pull wire was not retracted from the ddt, the embolization coil may not detach from the pusher assembly. The additional kinks throughout the length of the pusher assembly were likely incidental to the complaint. Evaluation of the returned handle could not confirm the reported pusher assemble stuck inside the handle. The handle housing was opened, and no fractured pusher assembly was found inside the handle. Further evaluation of the device revealed that the nosecone was detached from the handle due to the fractured tabs. This damage was likely incidental, and the root cause of the damage was unable to be determined. Due to the damage, the handel could not be functionally tested. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1.3005168196-2021-01655. H3 other text : placeholder.